Manufacturer narrative:
Concomitant medical products: product ID: 9735799, serial/lot #: (B)(4), ubd: , UDI#:. A medtronic representative went to the site to perform a system checkout. The checkpoint was replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that manufacturer re presentative was attempting to update the ip and subnet. The system would accept the information but when it was refreshed it would fail. Attempted to change the settings multiple times and nothing worked.  No patient involved. Additional information was received. It was reported that the cause for this issue was unknown, but it is suspected that the router may have been damaged en route to the site. The navigation unit was new.  The event has been resolved. The ip could be configured. It was confirmed that the network was configured and its router worked. Additional information was received stating that this was an out of the crate issue, it just was not known until they attempted to configure the system.